Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that hte tsb35 instrument does not staple. There was no consequence to the patient.